Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device production history files were reviewed and indicated that the device was released pursuant to product's specifications. The ring was returned and evaluated. Device evaluation revealed no failure and the device was found to be within its specification. Nevertheless, the findings point to the fact that the ring was not fully closed due to a single staple (from the transverse closure of the rectal stump) which was found between the two parts of the compression ring. This staple was a heavy load ((B) (4)) staple that is not intended to be used on colon tissue (per the staples IFU). The use of inappropriate large stapling pins might have a contribution to the clinical outcome. The surgeon classified this event as non-device related. Training material was updated to emphasize that attention should be paid to usage of suitable staples for stumps closure. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The patient underwent surgery due to a malignant tumor of the left intestine. In the surgery, resection of the left large intestine and spleen was performed, and an end to end colorectal anastomosis was made using the car-27 ring. The post-operative course was smooth and normal for six days. On day 6 post op, high fever and chills developed, with no other complaints. CT examination of the abdomen was performed, which demonstrated free air and a large amount of intraperitoneal fluid. On day 7 post op, the abdomen was re-opened. A tiny point perforation (micro-perforation) was found at the anastomosis and disassembled, the rectal stump was closed, and excision of the large intestine and part of the small intestine was completed due to significant secondary changes resulting from the peritonitis. The surgery was completed with a stoma of the small intestine in the form of an end ileostomy.